Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was used during a ureteroscopy with holmium laser procedure in the ureter performed on (B)(6) 2018. Reportedly, the laser unit used was a holmium laser with a total energy of 16.82 kj. According to the complainant, during the procedure and inside the patient, the tip of the laser fiber broke off from the fiber body. They tried to unplugged and plugged fiber back but it stopped working. Reportedly there was no fragment that fell inside the patient. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
One flexiva 200 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 0.5 mm and appeared used. Additional examination under magnification revealed that the pattern on the tip face was consistent with a fracture indicating that the tip or portion of the tip broke off. The condition of the returned device confirms the event. The noted damages indicate difficulty was experienced during the procedure and was likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was used during a ureteroscopy with holmium laser procedure in the ureter performed on (B)(6) 2018. Reportedly, the laser unit used was a holmium laser with a total energy of 16.82 kj. According to the complainant, during the procedure and inside the patient, the tip of the laser fiber broke off from the fiber body. They tried to unplugged and plugged fiber back but it stopped working. Reportedly there was no fragment that fell inside the patient. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.